Event description:
The customer reported to olympus, that the detergent replacement indicator continued to blink and did not disappear. The issue was found during reprocessing. It was reported that the issue was resolved after priming the lines. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved. The device was not returned for analysis. It is possible that the detergent replacement indicator did not disappear because the detergent was not filled in the line leading from the detergent tank to the detergent nozzle. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 2 nomenclature and functions 2.5 control panels main control panel detergent replacement indicator the lamp blinks when detergent tank needs to be replaced. The error code [e95] is also displayed. Chapter 4 reprocessing operations if the error code [e95] is displayed again after replacing the detergent tank and restarting the reprocessing process: when the error code [e95] is displayed and the equipment has stopped even when detergent is left in the detergent tank, manually fill the detergent line with detergent as described below.¿ olympus will continue to monitor field performance for this device.